Manufacturer narrative:
At the time of this report, the bur prod had not yet been returned for eval. The bur was reported to have been lost in mail when the hosp mailed it to the medtronic sales rep. A supplement to this report will be filed if the prod is rec'd.

Event description:
Medtronic reported that the surgeon was performing an atticotomy using a 6.5 mm diameter cutting bur when it shattered into three pieces. Two of the pieces were expelled away from the surgical site, and the third piece remained lodged inside the drill. No injury was reported. The hosp re-uses these burs and throws them away when they get dull. Age of bur and number of times used is not known.